Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 25mg/ml at ¿13mg¿ via an implantable pump. The indications for use were complex reg pain syndrome type I and spinal pain. On (B)(6) 2018 it was reported that the patient was seen for consult to replace the pump, the physician ordered a CT scan to check the catheter and the scan showed a possible break. The physician wanted the managing healthcare provider to do a cap (catheter access procedure). A dye study was attempted on (B)(6) 2018 and the healthcare provider was unable to aspirate the catheter and get csf (cerebral spinal fluid). Surgical intervention was planned but was not scheduled. There were no environmental, external or patient factors that may have led or contributed to the issue or actions/interventions taken to resolve the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.